Manufacturer narrative:
H.6. Investigation: the customer reported the sets separated at the joints and leaked, and returned 3 unopened samples, and 2 extra product bags. The three samples were primed and manipulated at the joints in order to look for loose connections and leaks. No failures were observed and the complaint cannot be verified. A device history record review for model 2420-0500 lot number 21023145 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown without an observed failure. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #21023145 regarding item #2420-0500. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported by the customer that two tubing sets separated at the joint and leaked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported by the customer that two tubing sets separated at the joint and leaked.